Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Battery out limit alarm as well as a motor error alarm were also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit battery alert alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.